Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a few days where their legs were jumping and hard to walk. It was stated that patient does get anxiety as well,and it was stated that when patient was sitting for period of time. It was reported that the ins did get low where they had to get the battery going again however did not go into an over discharge. It was stated when switched from off to on, the patient's lip dropped don and patient was getting shocked, and this happened today. It was stated that patient had fallen a lot in the past two weeks, patient fell again today and was stuck in between the bed. It was also stated that patient had gained weight as well over the last 6-8 months. Patient eats more as well and seems addicted to eating. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a few days where their legs were jumping and hard to walk. It was reported that the ins did get low where they had to get the battery going again however did not go into an over discharge. It was stated when switched from off to on, the patient's lip dropped don and patient was getting shocked, and this happened today. It was stated that patient had fallen a lot in the past two weeks, patient fell again today and was stuck in between the bed. It was also stated that patient had gained weight as well over the last 6-8 months. Patient eats more as well and seems addicted to eating. No further patient complications were reported/ anticipated as a result of this event.